Manufacturer narrative:
Device analysis report attached. This report is submitted on december 19, 2023.

Manufacturer narrative:
This report is submitted on october 27, 2023.

Event description:
Per the clinic, the patient experienced a wound infection, exposing the receiver/stimulator. Subsequently, the patient was treated with oral and IV antibiotics on (B)(6) 2023 (duration not reported). However, the issue did not resolve.the device was explanted on (B)(6) 2023, and there are no plans to reimplant the patient with a new device as of the date of this report.